Event description:
It was reported that they had a neonatal intensive care unit pad and was going to be picked up for investigation. It looks like it was giving low flow and causing alert 113 (reduced water temperature control). Per customer via phone on 26june2023, it was reported that there was no impact to the patient and therapy was completed. No identifying information could be remembered at this time. Trouble shooting was completed with mis and it was determined to be a flow issue. Nurse was advised to change pads. The malfunctioning pad/sample is available.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a neonatal intensive care unit pad and was going to be picked up for investigation. It looks like it was giving low flow and causing alert 113 (reduced water temperature control).